Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the "not heavily" calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the sutures were deployed, the sutures broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. A hematoma was developing. Hemostasis was achieved with the two proglide sutures and additional manual compression. Manual compression was also used to treat the hematoma. There was a reported clinically significant delay in the procedure and hospitalization was prolonged as a result of the hematoma. No additional information was provided.

Event description:
It was reported that suture placement in the "not heavily" calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the sutures were deployed, the sutures broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. A hematoma was developing. Hemostasis was achieved with the two proglide sutures and additional manual compression. Manual compression was also used to treat the hematoma. There was a reported clinically significant delay in the procedure and hospitalization was prolonged as a result of the hematoma. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide devices referenced are filed under separate medwatch report numbers.